Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge was "loose". There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.